Event description:
The customer initially called to report a no delivery alarm during a bolus. The customer had already changed the infusion set. Troubleshooting was performed and the insulin pump passed the prime test without giving another alarm. The customer then stated that she was in the hospital because of high blood glucose. No blood glucose reading was reported. Advised the customer that the insulin pump was working properly. Explained the no delivery alarm and its possible causes. Advised the customer to speak with her doctor about using other insertion sites.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.